Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the nurse that the customer is receiving a button error as well as a dysfunctional keypad on their insulin pump. Their blood glucose level was 32mg/dl. Trouble shooting was done. Device is being returned. No further information available.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. No button error alarms were noted. All buttons functioned properly. However, moisture damage was noted on keypad traces. The insulin pump was monitored and no frozen display was noted.